Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on the right atrial (ra) lead leading to early device determined episode end. The lead remains in use. No patient complications have been reported as a result of this event.